Event description:
Follow up information reported that the patient continued to get effective therapy from the stimulation. It was confirmed that the patient was to follow up with their doctor to determine the next steps. There was no knowledge of any scheduled replacement or a pocket revision procedure at the time of report. If additional information is received, a follow-up report will be sent.

Event description:
It was initially reported that the patient experienced a burning sensation at the site of their implantable neurostimulator (ins) which had started about a year ago but was getting worse. The patient could not lie on their side without feeling the burning sensation. The site was not red or swollen and it was noted that an ice pack did help until they take it away. Turning off the ins did not make a difference for the issue. Subsequent information reported that the patient did have a fall approximately 6 months ago and, since then, the had a burning pain sensation at the ins pocket site along with having to charge the device ¿much more¿ frequently (almost on a daily basis). In addition, it was noted that the stimulation was turning off intermittently on its own even though the ins was fully charged. There were reported issues with the stimulation therapy as the programs were covering the patient¿s pain pattern effectively. Diagnostics and troubleshooting performed for the event issue included impedance testing (no results specified) and reprogramming. It was noted that the patient needed to follow up with their managing physician to determine their options (possible revision or battery replacement or both). The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).